Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3487a-33, lot# j0527088v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0527128v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation going down her leg with associated pain. It was noted that the patient was ¿so sore¿ at her implant site and her leg for the last ¿couple¿ of months. It was noted that the patient had her leg ¿stripped¿ ¿awhile back¿. It was reported that the patient was able to charge and connect with her devices after the surgery for the leg ¿stripping¿. It was noted that the patient¿s battery started ¿acting funny¿ prior to the procedure including it would not charge and it would ¿jump out of place¿. It was reported that the patient¿s patient programmer wouldn¿t ¿connect to the lead¿ and had a poor communication screen. It was noted that the patient may have broken a lead, might have banged it up, or the battery was ¿done¿. It was reported that this may have been due to normal battery depletion. It was noted that the patient experienced telemetry issues. It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient last felt stimulation 2 to 6 months prior to the report. It was reported that the last successful recharge session was 2 to 6 months prior to the report.